Event description:
The customer reported being in the hospital with low blood glucose on the 20's mg/dl several months ago. The customer mentioned that he passed out, and the paramedics could not wake him up. The customer believes that the cause of his low glucose level was to change and to adjust to u500 insulin. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications. The device had missing end cap sticker.